Event description:
Reportedly, during the follow-up occurring one month after the implantation of the pacemaker involved in this MDR report: loss of capture and sensing failure with high impedance (>3000 ohms) were observed at the ventricular level. A reintervention was done and the device was explanted and returned for analysis. During reintervention, the ventricular lead was pulled out easily without unscrewing but no anomaly was observed at the atrial level. Another pacemaker was implanted successfully.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. During analysis, no difficulties were met to reinsert and tighten is-1 lead in the ventricular port. The connection issue met by the user during the implantation attempt at the ventricular level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: at the first attempt the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged slightly the top of the hexagonal part of the setscrew; and no "click sound" was heard because the setscrew could not progress normally in the terminal block. A detailed visual inspection of the distal ventricular setscrew and terminal block showed damages at the first thread. However, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported behavior. An hypothesis to explain the absence of pacing/sensing and high impedance at ventricular level one month after implantation is that at the second attempt during implantation: the setscrew was completely unscrewed then reinserted but skewed and stuck at the top of the terminal block, a "click sound" could have been heard and the lead considered tightened; there was probably an electrical continuity because the lead tip could touch the terminal block but in reality there was a bad (mechanical) contact; later, high impedance and pacing/sensing failure could have occurred due to the patient's movements at the pocket level (the continuity was not correctly assumed between the lead tip and the terminal block); in addition, it was reported that the lead was found completely inserted but taken out easily without unscrewing during explantation procedure.